Event description:
It was reported that a spectrum pump "can not tell door is open." It was also reported there was no pt injury.

Manufacturer narrative:
Manufacturer ref: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "can not tell door is open." Which was experienced while loading a set. The reported "can not tell door is open" was confirmed and caused by a failed upper latch switch. The upper auxiliary assembly (including latch switch) was replaced.